Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electro surgical unit (iesu) was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Iesu was tested and the reported issue could not be reproduced. The unit energized and cauterized. All ports recognized instruments. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe and grounding pad were giving some trouble. The customer tried several pads, but the ground icon remained red. The customer was walked through connecting a force triad generator to continue with procedure. The technical service engineer (tse) was unable to provide further troubleshooting since the reporter was not on site. The procedure was completed with no reported injury.